Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31600272l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool smarttouch sf the patient experienced complete heart block that required medication. When the physician came on ablation, there was a ¿dropped beat¿ and the patient had complete heart block. The dropped beat and heart block occurred, and the physician decided to continue to ablate in the same location. The patient had complete heart block again and then recovered. The patient had pr prolongation which was causing av wenckebach. The physician continued to ablate in the same area for a couple more lesions after the first complete heart block. The physician then aborted the procedure. At the end of the case, the patient recovered slowly to a first-degree heart block. The injury was discovered by EKG signals and observing the intracardiac signals. Isoproterenol was given to the patient, and the patient temporarily went into 2 to 1 heart block during the period of an increased heart rate. No medical intervention was provided at this point. The patient was staying at the hospital overnight for observation, and the patient was stable. The ablation lesions performed were 11.8 mm away from the lowest observed his signal location. The power delivered during ablation was 30 watts and the impedance readings during ablation were in a normal range between 120 to 130 ohms. The patient was improving post case recovering from complete heart block to a first degree av block.